Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri58 implantable pacing lead, (B)(6) 2013; 5086mri52 implantable pacing lead, (B)(6) 2013; etlw1620c124e stent graft, (B)(6) 2013; etlw1616c124e stent graft, (B)(6) 2013; etbf2516c166e stent graft, (B)(6) 2013. (B)(4).

Event description:
The patient reported that during a surgical procedure the patient's heart rate dipped, and that the next day when being released from the hospital it dipped again. The device was checked the day of surgery and found to be fine. The device remains in use. No patient complications have been reported as a result of this event.